Event description:
It was reported that, during an orif surgery due to a talus fracture, two (2) evos small 2.5mm drill w/ao qc short used in the plating broke. The 2 broken pieces fell inside the patient and were left in situ, as the surgeon considered that they would not cause problem in there. The surgeon attempted to retrieve the fragments, but it was unsuccessful. Both pieces are currently retained in the bone. Also, it is unknown how the surgery was completed. No delay was reported. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that based on the limited information provided, definitive contributing clinical factors cannot be concluded; however, user technique cannot be ruled out. The patient impact is determined to be the two retained fragments of a non-implantable foreign body without plans for removal. Micro-motion and/or migration and corrosion is unlikely as it was reported that the fragments were retained in the cortical bone; however, cannot be ruled out with certainty. Further conclusion on the impact of the two non-implantable foreign bodies cannot be established but reportedly ¿were left in situ as there as there would not cause a problem. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed a similar event for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices for single use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.